Manufacturer narrative:
Outcome: other - udf. The k-wire has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the physician twisted the k-wire after it was inserted in the patient and the k-wire broke. Approximately 5-6mm of the k-wire remained in the patient and could not be retrieved. No additional patient complications were reported.

Manufacturer narrative:
Visual examination of the returned parts confirms that the k-wire was broken. Additionally, films were provided which show a fractured piece of the k-wire in the patient.